Event description:
This procedure was performed in the femoral artery: stent deployed prematurely. Reported as "jumping out of the sheath." The physician did not hit the target area, so he deployed another protege everflex stent to cover the lesion.